Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: the valve was crimped over inflation balloon. There was 1 bent frame strut observed on inflow side. Post-expanded valve, the 1 strut remained bent. The valve was expanded by engineering. The expanded valve frame was canted and the leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. There were gauges visible on flex tip, and scratches on sheath shaft. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the reported event for frame damage was confirmed based on evaluation of the returned device. Available information suggests patient factors (calcification) and procedural factors (device manipulation) likely contributed to the event. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Furthermore, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut bent at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-08900. Investigation is ongoing.

Event description:
As reported from our affiliates in united kingdom, during a transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 ultra resilia valve, resistance was felt during insertion of the delivery system with crimped valve into esheath. Post valve alignment, a valve bent strut was observed and the system was removed as a single unit without issues. After removal, the esheath was observed with scraps on the outside due to vessel calcium, the sheath punctured from the valve frame, and distal tip damage from withdrawing system back into the sheath. A second valve was implanted without issue and there was no patient injury. Patient was discharged.